Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 583 mg/dl. Customer stated that they had been consuming blood thinners and it was normal for her to bleed although today, she was bleeding more that the normal amount of blood she normally gets from sensors. Customer was treated with bolus using the insulin pump and hospitalization treatment was intravenous insulin. The insulin pump will not be returned for analysis.